Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed error prier getting blank screen. The customer's blood glucose value was unknown. The insulin pump was exposed to water. The customer reported there was fluid in the battery compartment. Customer stated that the o-ring was in place and it was not free of debris. Customer stated battery cap was not damaged. Customer stated that the home screen did not appear on the display. The insulin pump still is vibrating and had blank screen. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.